Event description:
The customer reported ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation and high rate alarms on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.